Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The hospital has not decided yet if they will release the fragments of the device. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon was using the 1/8" peg drill to create small channels in the tibia to improve cement fixation when the drill snapped off from its base. The piece was retrieved and the procedure continued without issue."